Manufacturer narrative:
Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. On 24-jun-2008: the production and quality control documentation for lot# p0813, expiry date 01-2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformance were noted.

Event description:
Knee hot [joint warmth]. Knee stiff [joint stiffness]. Knee effusion [joint effusion]. Injected knee very swollen [joint swelling]. Knee pain [arthralgia]. Case description: spontaneous report received on 10-jun-2008 from an hcp via a company representative regarding a female, unknown age and initials, who experienced knee swelling after starting synvisc. The patient received a series of three synvisc injections into an unspecified knee on unknown dates in 2008. She tolerated the first injection well. After the second injection, the injected knee swelled up. After the third synvisc injection, the injected knee became very swollen. The treating physician aspirated the knee and withdrew cloudy fluid. A hcp described it as "the color of bad apple juice". The knee fluid was sent for culture. At the time of this report, the patient has recovered. Additional information was received from an hcp on 18-jun-2008 and 20-jun-2008. Patient information included initials t-r and the patient was a (B) (6) female. The medical history was updated to include a history of 4 + years of moderate/severe osteoarthritis and previous treatment with nsaids, steroids and synvisc. She also had a history of joint narrowing and osteophytes. The lot number was reported as p0813, with an expiration date of 01-2011. The patient received injections of synvisc into the right knee on (B) (6) 2008, (B) (6) 2008 and (B) (6) 2008. Effusions were collected before each injection-- 17 ml on (B) (6) 2008, 24 ml on (B) (6) 2008 and 20 ml on (B) (6) 2008. On (B) (6) 2008, the right knee became swollen, painful and stiff. On (B) (6) 2008, the right knee was aspirated for an unknown amount of fluid and the patient was given a cortisone injection post-aspiration. She was also treated with ice, elevation and rest. On (B) (6) 2008, the right knee was noted the be very swollen, painful, stiff and hot. An additional 33 cc of turbid fluid was aspirated on (B) (6) 2008. The fluid was not sent for analysis. A cortisone injection was administered post-aspiration. The hcp assessed the relationship of the events to synvisc as definite. Additional information in the form of a qa report was received on 24-jun-2008. Results: the production and quality control documentation for lot# p0813 expiry date 01-2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.